Event description:
A shockwave c2 coronary intravascular lithotripsy (ivl) catheter was used to treat a lesion in the right coronary artery (rca). It was reported that multiple attempts were made to cross the lesion using a rotational atherectomy device, but the 1.25mm burr was unable to cross. A ballon angioplasty was performed which led to a significant dissection. A stent was placed, but did not fully expand. An ivl catheter was successfully delivered to improve stent expansion. It was noted that 114 pulses were delivered into the proximal to mid portion of the rca. Shortly after the last cycle, the patient developed ventricular tachycardia (vt). Following review of the EKG, the cardiologist felt the vt was a result of a r on t phenomenon. CPR was initiated and the patient returned to a normal rhythm after two shocks. The procedure was completed successfully. No ivl malfunction was reported.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The root cause of the ventricular tachycardia could not be definitively determined based on the information available. The physician noted that the patient went into vt due to a suspected r on t phenomenon. Additionally, the device pulsed inside of a stent which is off-label use per shockwave c2 coronary ivl system contraindications for use. The lot number of the device was not provided. Therefore, review of the device manufacturing and test documentation could not be completed. However, shockwave medical inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to distribution.